Event description:
It was reported by the rep that the (2) sw110 and the (1) sw100 were used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon had placed four (4) sutures with the suture assistant previous to this next event. A fifth suture was placed from left to right across the crua anterior to the esophagus. The unit was fired and a satisfactory knot was formed. When the jaws of the suture assistant were opened, a piece of the suture assistant reload fell out into the body cavity. It was retrieved and the sw100 was reloaded. Two sutures were placed afterward without further consequence. The next firing (eighth) was the second stitch that approximated and secured the fundoplication. The suture was under significant stress and upon firing a "snap" was heard. The knot had formed but the suture just behind the knot in the direction of the sw100 was broken. The sw100 was removed and attempted to be reloaded when it was discovered that one of the two tines had been bent. Another sw100 was opened, reloaded, positioned and fired. Upon opening the jaws of the suture assistant, another piece of the reload fell into the pt. It was also retrieved. The procedure was completed without pt consequence.